Event description:
It was reported that part of the wake button became detached from the pump and the wake button was no longer working to turn the pump screen on. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy as well as using manual injections as needed until the replacement pump arrived.